Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative reported the patient did not experience any symptoms. During the procedure, troubleshooting included checking all of the connections and replacing the twistlock cable, but the issue was not resolved. The lead was replaced and the issue was resolved. After the procedure, the health care provider (hcp) tested the impedances of the lead when placed in saline and impedances were normal.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# 0212804639, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that low impedances were measured during the implant procedure. Low impedances were measured when the lead was tested with an external neurostimulator(ens). A different lead was used and the issue was resolved. There was no patient involvement in the event. No further patient complications were anticipated.

Manufacturer narrative:
Analysis of the lead found the outer insulation of the lead body was damaged at the depth stop site. A depth stop impression on the outer insulation was located 2.7 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.